Event description:
Additional information was recieved from the company representative (rep) reporting that with nvision programmer they were able to turn it off successfully with that.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative who reported that they met with the patient yesterday ((B)(6) 2025) to silence the pump alarm. The reporter stated that the patient reported hearing the alarm off and on for years but thought it might have been something else alarming.

Event description:
Information was received from a patient receiving an unknown drug via an implantable pump. The indications for use was non-malignant pain, post lumbar laminectomy syndrome, cervical/neck. It was reported that the patient stated they were calling to schedule a manufacturer representative (rep) to meet them to have the pump alarm turned off. The patient stated the pump began alarming years ago due to end of service (eos) and the pump alarm was turned off at that time. The pump was now alarming again. The manufacturer's patient services specialist (pss) reviewed the role of a rep role and redirected the patient to their healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.